Event description:
Information was received indicating that a smiths medical pump was having issues administering continuous feedings over 4 hours. When the exact feeding amount was in the syringe, there was a remainder of 2ml with the pump alarming that the syringe was empty. When the nurse tried to press continue, the pump did not override, so it was unable to deliver the rest of the volume. There were no reported adverse events.

Manufacturer narrative:
Additional information: h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. No error which related to customer reported problem was found in event history log (ehl). During the functional testing accuracy test and checking all the reading of both sizes and position was performed, all the reading within the required specifications. The customer?s reported problem was not found or duplicated. Customer's reported problem was not found or confirmed. Device operates within specification. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information received 02 mar 2021 via email: these issues are occurring while infusing feeds, since the amount of feeding is not completely delivered. The infusion was not life-sustaining.